Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored episodes showed that the right ventricular (rv) lead exhibited t-wave oversensing (twos) occurring on the same date and the same approximate time. There are currently no indications of twos and no programming changes were recommended because all episodes were isolated to a specific date and time. The lead remains in use. No patient complications have been reported as a result of this event.